Event description:
It was reported that the customer's insulin pump had an unresponsive up arrow button. The numbers were not counting up as fast when she held the up arrow button. The buttons on the insulin pump were hard to push. The insulin pump was going through batteries very quickly. She also received off no power alarms. Her blood glucose level was around 200 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.